Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a3b-a6: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is canada. Blocks h3 & h6: the eagle eye platinum catheter was discarded; thus, no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an eagle eye catheter was used in a coronary procedure in the distal and mid circumflex. During use, the catheter tip separated inside a previously placed stent. A new stent was placed to secure the tip to the vessel wall and the existing stent. No patient injury reported. This adverse event and product problem is being submitted because the visions catheter tip separated, requiring additional intervention; retained in patient.